Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. Customer reported of having excessive low blood glucose for months and was not sure what was causing it. The customer had symptoms such as feeling disoriented the customer was treated for the low blood glucose with food and glucose tablets. Customer's blood glucose level was 90 mg/dl at the time of the call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The product was not returned for analysis, customer was advised to monitor pump.